Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139589. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6) , batch: 595322.

Event description:
It was reported that the patients midline incision have opened and one of the leads was exposed. An infection was suspected. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.